Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a catheter adapter/connector/hub that was cracked/broken. The following information was provided by the initial reporter: hub broken.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. During the inspection of the photo, it was observed that the adapter was cracked from the base of the luer up to the push tab confirming the reported defect. The cracked adapter is likely related to misalignment during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a catheter adapter/connector/hub that was cracked/broken. The following information was provided by the initial reporter: hub broken.